Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device did not read a shockable rhythm. This issue may prevent the device from providing therapy if it were needed. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient's outcome.